Event description:
Info rec'd indicates that the brake caster is not holding.

Manufacturer narrative:
The tech found that the caster was worn and ratcheting. He replaced the casters and the bed is functioning to specifications.